Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was experiencing erosion of the battery through the skin. A removal was scheduled for (B)(6) 2020 and the patient had been receiving antibiotic treatment. On (B)(6) 2020 the rep reported that the patient¿s sister was alleging the ins caused the patient to have sciatic pain, pain down their leg, and spinal stenosis. The rep noted the device had been turned off since january and was being explanted that day. The rep noted the healthcare provider didn¿t think there was an infection at the site but would likely order a culture to check for one. The patient was at the explant the day of the report and the patient wanted another implant in 2 weeks if there was no confirmed infection. The rep later reported that the battery and lead had been removed and the healthcare provider didn¿t anticipate the patient¿s culture to show an infection after assessing the area. There was no redness, swelling, drainage, heat, or pain in the area. The culture was sent back for infection, the patient was started on antibiotics, and the device was removed with no remnants remaining. The patient wanted another device in the future but had complained of sciatic pain back in january. The device was turned off to check and see if it went away. The patient¿s family member was upset that ever since the device was implanted, the patient had spinal stenosis. The patient¿s medical history was unknown at the time of the report. No further complications were reported.